Manufacturer narrative:
A review of the internal documentation did not show an anomaly or deviation. The device was made according to the pre-operative plan approved by the physician. The received information indicates the angel wing was not used to verify absence of notching as indicated in the surgical technique. A definitive cause for this specific clinical event cannot be ascertained from the information provided. Should additional information become available and/or the device be returned for evaluation and an investigation result be available that changes this assessment, an amended medical device report will be filed.

Event description:
The anterior cut to place the femoral implant, was performed with a cut block of which the placement was guided by the device. A notch of 2-3mm in the anterior cut for the femur was noticed during surgery after the cut was performed.